Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch number mw5111288: IV tubing cracked resulting in loss of medication, air in the line on the patient side, potential for infection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph and one (1) used sample with packaging were provided for evaluation. The sample and photograph were visually evaluated, and it was noted that there was a vertical cut along the tubing near the roller clamp. Under magnification, it was noted the cut was roughly one inch long. Additionally, it was noted the packaging that was returned had an area where the seal was broken. Based on the evaluation results, the reported defect is confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.